Event description:
During a treatment procedure to place a greenfield filter the legs did not fully open. Using the left femoral approach, the greenfield filter was placed in the inferior vena cava at l3. When the filter was deployed, it was noted the legs of the filter did not fully open. A second filter (type unknown) was placed successfully. Per the reporter, the pt tolerated the procedure well and was returned to the nursing home in satisfactory condition.